Event description:
Event description: cpi received information that this implantable cardioverter defibrillator (ICD) exhibited beeping tones. Attempts to interrogate the device were unsuccessful, resulting only in fault codes.